Event description:
Describe event or problem: equipment unknown.

Event description:
Pt found on right side of bed with back against bed, knees on floor and right side of chest wedged between right upper side rail and mattress. Equipment malfunction.